Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039979r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl. The dose, concentration, and lot number were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. From roughly the date of implant, the patient was sleepy all the time. It was unknown if this was a sudden or gradual change in therapy/symptoms. The patient thought the health care provider (hcp) did an x-ray to confirm that "something had fallen apart." The patient was not sure, but she thought the drug was going into the pocket, so she elected to have the pump and catheter explanted. She did not remember the exact date of explant, but said it was either in 2000 or 2001. The patient did not remember much as this happened so long ago. Follow up was conducted regarding clarification on the sleepiness and drug going into the pump pocket, diagnostics performed, and the cause of the drug going into the pocket. The hcp later reported that records were unavailable due to the time of the last visit (2000). The records had been destroyed. If additional information becomes available, the event will be updated.